Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3810 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "my team is reporting issues with our 5 fr triple lumen PICC lines, lot reez3810. They are kinking in the arm and we've had to replace 3 in the last week. My team seems to think it is a catheter related issue." This report addresses the first patient. PICC placed (B)(6) 2021 @ 1100 without complication. (B)(6) 2021 at 1300 ivt paged for drainage for site. Rn noted kink in catheter at insertion site, dressing changed. (B)(6) 2021 1730 ivt paged for sluggish blood draws/difficulty with flushing. Again noted kink at insertion site, dressing changed. Chest xray to verify placement (kinked PICC line visible on chest xray just proximal to insertion site although this was not indicated in initial radiology report it was found after the fact by ivt rn.) (B)(6) 2021 PICC line will not draw/flush, retracted until able to obtain blood return. (B)(6) 2021 PICC line continues to drain from insertion site, continued issue with flushing. PICC dc'd and replaced on alternate arm.